Manufacturer narrative:
The instrument was visually inspected under a microscope. There was no evidence of material defect or manufacturing error. The instrument was received with residue, water spots and broken. It could not be determined why the instrument broke. The investigation is complete.

Event description:
The user facility reported the instrument snapped/broke as they were attempting to clamp the inferior oblique muscle of a child's eye. This happened with the patient under anesthesia. The orbit was searched well to make sure there were no retained metallic fragments left behind and in addition did fluoroscopy intra-operatively, then plain films (x rays) post operative to confirm that no stainless steel was left behind. Patient contact but no patient injury.